Event description:
It was reported that shortly after implant, the patient experienced a 'seizure-type issue' that was suspected to have been caused by pacing. The physician plans to program the device off if it occurs again. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).